Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. At 20:04, the patient delivered a female baby by self delivery. After the placenta was delivered, the perineum was examined, and there was a first degree laceration at the perineum. As the wound was relatively superficial, sutures were used for routine wound closure. During the wound suturing process, the problem of pulling off suture needle happened, and needle remained in the patient's perineal tissue. After the separation, the needle retracted into the patient's tissue and could not be found under direct vision. After repeated physical examination, CT, and ultrasound, the position of the needle was determined and removed. After removing the needle, it was found that the connection between the suture and the tail of the needle was completely broken, causing pain, anxiety, and psychological pressure to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the patient¿s current health status and condition? Was the needle retrieved during the same procedure? Were there any patient consequences? Please specify. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a double armed strand, with an apparent detachment of one of the needles. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and no non conformances/ manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 30-year-old female who underwent perineal laceration repair in hospital on (B)(6) 2024 due to "postpartum perineal grade I laceration". The surgeon used vcp422h for perineal sewing in a continuous suturing manner (with specific tissue layer unknown). During the sewing, pull off suture needle occurred and fell into the patient's tissue. The surgeon immediately visually looked for the detached needle but failed. The patient was repeatedly examined, and CT and b ultrasound were used to find the detached needle and removed it. The integrity of the needle was verified after removal. The patient was confirmed to have no residual foreign body, and then a new suture was replaced to continue the sewing. The subsequent surgical operation was smooth. Surgery time was prolonged for about 4 hours due to this event. No subsequent adverse events were reported.